Manufacturer narrative:
The claimed set was thrown away by the hospital. However, the set (after priming process) was sent as a complaint sample for (B)(4) which has not been used with any patient. The set was examined visually by our laboratory. The oxygenator was rinsed with water and no abnormalities detected. The product was forwarded to the qa lab for further testing. In the qa laboratory, the product was tested for its gas exchange performance for o2 and co2, and also a pressure drop test was performed. The product passed all the performance tests and found to be working as specified. A sap trend search has been performed (search for material (B)(4)), which came to following results:one additional complaint ((B)(4)) was recorded. Based on the trending, a systemic issue is not indicated. The most probable cause of the failure is unknown at this time. According to the information available at this time,a malfunction of the product cannot be confirmed. Based on the investigation and trending for this issue neither a product malfunction nor a systemic issue is indicated, therefore no further investigation or action is currently warranted in addition to continued periodic monitoring, and the complaint will be closed. This data will be handled through a designated maquet trending process. If at trend occurs,it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "during operation of a patient; decrease in albumin levels, increase in both urea creatinine and liver enzyme level had been occurred. The patient had died on unknown dates in post-op period. Due to the event, the hospital does not want to use the batches. There is no absolute doubt on the product in relation with death. It has been reported that an investigation done for all the products used in the operations." (B)(4).

Manufacturer narrative:
The available information has been shared internally with the (B)(4) chief medical officer. It was stated that with the data provided in the case, it is impossible to find out any relationship between the device and the reported event. There is no direct association between increased renal and liver parameter and use of the devices in the case. The investigation report does not show abnormalities either. Due to the limited information available, a more comprehensive and detailed clinical assessment is not possible. A DHR review was performed based on the available information. The DHR of the affected lot 70107389 and packaging lot 70108586 (serial number (B)(4)) was inspected. The avz 7568 from xqg 940 to xqg 954 was reviewed. There were no references found, which are indicating a nonconformance of the product in question. Maquet cardiopulmonary (B)(4) will submit a supplemental. Medwatch on receipt of additional information.

Event description:
(B)(4).